Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. Customer stated that they changed the battery and it alarm low battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement. Unit failed to pass the self test due to missing vibration segment. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces and carelink. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No data available in history file that covers the event date. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), broken belt clip rails, keypad overlay texture damage, faded serial label.critical pump error is not confirmed. Charge/battery lasts less than expected is not confirmed. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.